Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional from a clinical study regarding a patient who was implanted with a neurostimulator. It was reported the patient had attempted to take artane but experienced hallucinations. Diagnostic methods included the patient reporting the event with interventions of discontinued use of artane on (B)(6) 2017. Hallucinations went away following discontinuation of artane. The event resulted in in-patient hospitalization and an emergency room visit. Etiology was reported as related to the device or therapy and not related to the implant procedure. Other etiology was hallucinations from artane. The outcome was resolved without sequelae the same day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarification was received indicating that the hallucinations were not related to the device, therapy, or procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Added additional outcome attributed to event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the event was deleted from the study database as it was assessed as not reportable per the study protocol. No further complications were reported/anticipated.